Event description:
Implanting physician requested aso device and amplatzer accessories to treat an indigent pt. The first device was not the proper size for the defect (too large). The second device was opened and was implanted then embolized. The pt was sent to surgery for device removal and surgical closure of the defect. The device was not recovered after surgery.

Manufacturer narrative:
Since being notified of the event, aga med has requested additional info from the physician in 05/2006 and 06/2006. As of the filing of this report, no additional info has been received by aga medical.